Event description:
It was reported on (B)(6) 2011. Atrial lead implanted on (B)(6) 1989 became stuck in the header of the old device that was explanted. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).